Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse testing with associated code 203 - pulse test fault. The cause for the code 203 is a poor connection between the computer/analog (ca) board and defibrillator board at the j1002aa and j1003aa connectors on the defibrillator board. The root cause of the poor connection cannot be positively identified. No adverse event resulted from the poor connections. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4)failed incoming testing with a code 203-pulse test fault. The last patient to use this monitor did not report any deficiencies.